Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented to postoperative follow-up with the right atrial lead electrogram concurrent with ventricular electrogram, exhibiting signs of lead dislodgement. The dislodgment was confirmed by chest x-ray. The physician decided to re-implant the lead. The patient was in stable condition.